Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted there were outer insulation cosmetic depression and visual analysis was performed. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted that visual analysis was performed. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted there were outer insulation cosmetic depression and visual analysis was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted there were outer insulation cosmetic depression and visual analysis was performed only. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted that visual analysis was performed only. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted there were outer insulation cosmetic depression and visual analysis was performed only.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Analysis of the leads are in process; the results will be forwarded when available.

Event description:
It was reported the patient died approximately ten months from system implant. The cause of death has been requested and not received.

Event description:
It was reported the patient died approximately ten months from system implant. The cause of death has been requested and not received. Based on follow-up received, the patient went into hospice care and device therapies were turned off approximately three months prior to death. The patient was not pacemaker dependant. The cause of death is complications of human immunodeficiency virus. There are no allegations from a health care professional that the death was device and/or lead related.